Event description:
A peritoneal dialysis pt has reported that dialysis solution leaked out of the cassette and into the cycler. Pt stated that he noticed fluid leaking from the machine. When he took the cassette out he said the inside of the machine was wet. There is no known pt ill effect. Pt received prophylactic antibiotics as a precautionary measure. There is a sample available for eval.